Event description:
The end user reportedly drove the motorized wheelchair through a doorway and down a set of stairs fracturing her arm. The end user reports that the stairs were unmarked and she was unaware that the doorway lead to stairs.